Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2010. The patient did not specify results obtained from the subject meter or the other device. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue; however, stated he took more food and/ or drink. In (B)(6) 2010, after the start of the alleged issue, the patient claimed he passed out. Emergency medical services was contacted. The patient obtained a blood glucose result of "about 50 mg/dl" with the ems meter. A health care professional (hcp) gave the patient food and/ or drink as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the customer about correctly coding the meter to match the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia and received medical treatment form an hcp after the alleged meter issue began.